Manufacturer narrative:
All information reasonably known as of 24-apr-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Manufacturer narrative:
The device history record for the lot number, 0202495523, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The actual complaint product was not returned for evaluation. Root cause could not be determined. All information reasonably known as of 03 april 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by (B)(4) represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to (B)(4). (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(4) complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a (B)(4) product is defective or caused serious injury.

Event description:
Halyard received a single report that referenced 2 different incidences, which were associated with separate units, involving the two different patients. This is the first of two reports. Refer to 2026095-2017-00051 for the second event. Fill volume: 241 ml; flow rate: 5 ml/hr; procedure: unknown; cathplace: unknown. A report was received from brazil stating there were two fast flow events. For the first event the patient had a medication protocol that was modified on day (B)(6) 2017. Protocol had was for 5-fu dose 4608mg in 46-hour in infusion homepump 5ml/hr in a final volume of 241ml. It was measured at 92.16ml of 5-fu and added to 148.84ml of saline solution 0.9%. The handling took place at 5:22 p.m., with a handling time and installation after 8-hours. The device was placed in the patient at 6:36 p.m. With completion scheduled for 4:30 p.m. On (B)(6) 2017. However, patient went to the oncology center and reported that the infusion ended around 4:00 a.m. On (B)(6) 2017, which was, 12.30 hours before expected. No further information to be provided.